Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an event where blood glucose levels were high and glucose, dehydration, dizziness, stomach sickness and treated with IV and manual injection at hospital on (B)(6) 2026.